Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer cleared alarms and resumed insulin delivery, but occlusion alarms continued. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.